Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The physician has stated that an attempt was made to push up the delivery system in order to deploy the main body against the greater curvature of the proximal neck whilst deploying the contralateral socket. The left lower renal artery remains occluded. The patient's creatinine level post-procedure increased by 2.0 mg/dl. It has not been possible to confirm creatinine levels pre-procedure. Currently, there is no report of the patient being symptomatic as a result of the left renal artery occlusion and the patient has been discharged from the hospital. There is no plan for re-intervention at this time and it has been confirmed by the physician that dialysis is not required. The patient will continue to be monitored. Follow-up CT scans have been requested however it has not been possible for the sales representative to obtain these from the hospital. Device remains implanted in patient.

Event description:
Original evar was performed on (B)(6) 2016. After deploying the contralateral gate, the support tube was released. The contralateral leg was cannulated and the proximal portion was touched-up. The ipsilateral limb of the main body was deployed. An excluder cuff (27 mm) was added to the contralateral side and another excluder cuff (12 mm) added to the ipsilateral side. On completion of the procedure, the final angiography revealed a complete occlusion of the left lower renal artery. The physician attempted to locate the left renal artery with a guidewire of 0.035 mm from the brachial artery approach but this was not possible. The physician completed the procedure with the left renal artery remaining occluded.